Event description:
On 28 may 2008, the sales rep reported that during surgery the surgeon was attempting to load screw onto the driver, and it would not load. The surgeon used another driver within the kit to finish the case as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.